Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during the implant procedure, the lead exhibited high thresholds and the lead helix would not retract after it had deploy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.